Event description:
The customer reported that the heartstart xl had no ac power indication and battery was not charging. The system was working fine with a charged battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.